Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Review of pump data confirmed that the alarm occurred; however, the customer continued to allege that the alarm was not declared appropriately. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer adjusted settings to address the issue. The customer's blood glucose level was 150 mg/dl.